Manufacturer narrative:
In use at the time of the event: cgm model: g7. Mobile os: unknown / unknown / unknown / unknown.

Event description:
It was reported that cgm displayed error message 42 while customer was using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through complete pump reset, and error message did not appear again; customer was then advised to wait 20 minutes before starting new sensor session, which customer understood and acknowledged.